Manufacturer narrative:
Consumer reported the neutralizing disc is ineffective after reuse of the product. No adverse event was reported. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of (B)(4)% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ no product was returned for evaluation, and no product lot was identified.

Event description:
Consumer reported the neutralizing disc is ineffective after reuse of the product. No adverse event was reported. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.